Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 275 mg/dl, 175 mg/dl (in the reported issue notes it states, "175 approx"). Tests were done 5 minutes apart with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.